Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2366-70, serial/lot #: (B)(4), description: linear 3-6 lead, 70cm.

Event description:
A report was received that the patient had drainage and soreness at the lead incision site. The physician believed that the symptoms were not device or procedure related but a wound healing issue. Infection was not suspected. The patient underwent a lead revision and was doing well after the procedure.